Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cranial resection procedure. It was reported that the site completed the case, but the surgeon mentioned that they were off 2 mm laterally. There was no delay in the procedure and no impact on patient outcome.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. The archives were also analyzed and showed that the registration was not saved. Patient's head was tilted posterior making the chin the most anterior point which was also cutoff. Technical services (ts) found extra 3d model data on the left of the 3d model which could have been cleaned up. If information is provided in the future, a supplemental report will be issued.